Manufacturer narrative:
Follow-up #1: date of submission 09/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/18/2015 with the following findings: a review of the pumps user settings showed that the insulin on board duration was set 4 hours. A test was performed with 3.0u bolus and a duration period of 4 hours. Immediately after the bolus, the pump correctly displayed the 3.0u insulin on board in the status screen. After the 4 hours the insulin on board status was 0 units. The alleged issue could not be duplicated.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an issue with the pump's insulin on board function. The reporter stated that the insulin on board reading was greater than zero at the end of the duration. The reporter alleged that the patient had a blood glucose level over 250 mg/dl but under 500 mg/dl with no symptoms of hyperglycemia. The alleged blood glucose excursion does not meet the criteria for a serious injury. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.